Manufacturer narrative:
Concomitant medical products: product ID: 377760, serial# unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 377760, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient was originally referred for potential lead revision and possible battery upgrade. The doctor decided to only replace the battery. No further complications were reported. No patient symptoms were reported. Additional information was reported that the cause of the patient's battery replacement was due to the md decision. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the rep reported that the patient had been through other systems, not ideally located and her system was not total body MRI. The cause of the device being replaced was not stated by their doctor, but stated that the patient and the doctor had discussed and they agreed to only replace battery. It was noted that the rep had another appointment scheduled with the doctor and patient on (B)(6) 2018.